Manufacturer narrative:
The investigation for this event is ongoing. H3 other text : device was discarded.

Event description:
As reported by the field clinical specialist, during a transseptal mitral valve-in-valve procedure with a 26mm sapien 3 ultra valve, the balloon ruptured upon deployment. The 26mm commander delivery system was withdrawn from across the valve, pulled back down to the 14f esheath+, and upon attempt to pull the delivery system into the sheath, resistance was felt, and the nose cone was visualized outside the tip of the sheath. The distal end of the balloon/nose cone on the delivery system where the balloon had ruptured was caught at the distal end of the sheath at the radiopaque marker. The implanting physicians removed the delivery system and sheath as a unit without issue, and a 16f non-edwards sheath was inserted. A 25mm non-edwards balloon was then used to post dilate the valve, implanted within the existing surgical valve in the mitral position.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The delivery system was not returned for evaluation. A device history records (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaint events from this work order. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site. A balloon burst in the radial direction was observed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The events were confirmed based on evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The description states, ''during a transseptal mitral valve in valve procedure with a 26mm spaien 3 ultra valve, the balloon ruptured upon deployment''. It was perceived that the balloon burst was due to the interaction with the existing surgical mitral valve frame. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unknown, available information suggests that patient (pre-existing valve) factors may have contributed to the burst balloon. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty as reported. As such, available information suggests procedural factors (withdrawal of burst balloon) may have contributed to the complaint event.